Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis. The instrument was found to have a broken conductor wire at proximal end near the roll gear junction. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The complaint was confirmed by failure analysis. The probable root cause of the conductor wire being broken at the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument would not work with the bipolar, it would not activate. The customer tried a new cord with the same result. The cord worked with other bipolar instruments. The procedure was completed with no reported injury.